Manufacturer narrative:
The reported events of high pacing lead impedance, r-wave amplitude variation, and low sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the initial implant procedure, low r-wave amplitude, high pacing impedance, and no injury current was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.